Event description:
It was reported that the pt underwent a percutaneous coronary intervention (pci) with access in the right femoral artery. A pre-insertion angiogram was taken and an angio-seal was deployed without complication. The pt experienced a vaso vagal episode immediately after the procedure but returned to the ward. Later that morning, the pt developed a large hematoma and became hemodynamically unstable. A CT scan revealed a hematoma from t12- mild pelvis. The pt reported experiencing back pain. Later that evening, the pt underwent surgery in the right groin. The angio-seal suture was found in the hematoma but the anchor and collagen were not seen by the surgeon. The femoral artery was sutured. The following morning, the pt remained hemodynamically unstable and the arterial system was evaluated again via an angiogram using the left femoral artery. The renal artery was reported to be bleeding and three embolization coils were deployed to stop the bleeding. A 6f angio-seal was used to seal the left femoral artery and the pt was returned to the ward. The pt died shortly after this procedure.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.